Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high capture thresholds. During revision procedure, the lead helix would not redeploy. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of high capture thresholds on the right ventricular lead was not confirmed. The lead was returned for analysis. Electrical and mechanical analysis was normal with no anomalies found